Manufacturer narrative:
No product will be returned per customer. No investigation was performed. Although requested, additional information was not provided.

Event description:
It was reported that the male luer broke while trying to disconnect the tubing from the patient's intravenous (IV) catheter. Thereafter, the IV catheter had to be discontinued. Although requested, additional information was not provided.